Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node (dn) pca. Additionally, the cable connecting the dn to the rear therapy electrode was pulled out of the dn, damaging the wires inside. The root cause for the damaged cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt was damaged.